Event description:
Drive devilbiss is the initial importer of the device which is a rollator. The serial number format suggests that this iteration of the device was made for amg medical. Drive was informed of the event with the receipt of a legal summons. We do not anticipate being able to retrieve the unit for evaluation. The enduser was navigating through a museum using the device. He sat down to speak to the tour guide when the walker frame reportedly snapped. The user fell landing on his right hip and head. He was taken to the emergency room. He was diagnosed with a fractured hip and was immediately taken to surgery. He was treated at a specialized facility and returned home after approximately 3 months. It is reported that he suffered hearing loss from the incident.